Event description:
It was reported that a device has a "door latch problem." It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluations confirmed and reproduced the "door latch problem" caused by the door being out of adjustment. The history log also found multiple occurrences of "door jammed" alarms which corresponds to the reported symptom. The door hooks and latch pins were replaced.